Event description:
The haptic broke during the insertion of the lens into the pt's eye. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See mdr1920664-2008-00413 for the intraocular lens used with this delivery device.